Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the hcp inquired about MRI safety with patient in ER. Patient is seizing, unresponsive and found on the floor at 6 am as of this report. Hcp stated that the ins has not been working and the patient called it in at some point last night and was told to put a warm compression over it. Hcp did not know if seizing and unresponsiveness is related to the ins . No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Type of reportable event: file no longer reportable for serious injury. File reportable for malfunction. Patient codes (B)(6) no longer apply. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a letter from the hcp on 2018-11-07, reporting that the seizures were felt to be due to polyp harmacy. The reason for the ins not working was unknown. It was reported that the ins function was not addressed as the patient was discharged to rehabilitation on (B)(6) 2018 and no other information was available. It was reported that the seizures were resolved and the resolution of the ins function was unknown. It was reported that the patient weighed 51.1 kg at the time of the event. The patient also called in the same day reported that they were hospitalized on (B)(6) 2018 because of seizures and a fib, which they stated were not related to their device or therapy. It was reported that they called the manufacturer in tyler texas and they were at utah health in athens and they called them to turn off the battery. The patient stated that it had not been working since (B)(6) so they doubted they turned it back on. They stated that they would send someone out and it had been over a week and no one had come and they were not comfortable. They stated that they had spasms in the vaginal area pne they stated that the symptoms were gradual because they were in intensive care and out of it for a while and now they were in therapy. Patient services was going to walk the patient through how to turn their stimulation on with the recharger, but the patient stated that the cords were caught and they had to wait for a nurse to come and they could call back. The spasms/stimulation not working since turned it off began on (B)(6) 2018. The patient called back later the same day so someone could walk them through using the recharger to turn stimulation on. It was reported that patient services worked with the patient to use the recharger and initially got the reposition antenna screen, eventually getting the recharge status screen with the ins battery showing about 3/4 full and that stimulation was on. The patient didn¿t not have good coupling as zero boxes were filled in black. They worked with the patient to try to reposition the antenna to see if that would resolve it however the patient was not successful, they stated they were laying in bed at the nursing home. The patient described the lightening bolt icon and indicated stimulation was actually turned on. The patient stated they did not feel stimulation was actually turned on. The patient stated they did not feel stimulation. They worked with the patient to turn stimulation off and later in the call they turned stimulation back on. The patient stated that they felt stimulation after that and said this was fine. It was confirmed their equipment was working and stated that if they could reposition the antenna to get boxes filled in black and they would be able to recharge more quickly. An online tutorial was sent to the patient. When asked the date of the issues with the recharger the patient stated that it occurred after they got in the nursing home and did not remember when that was, the patient stated they were in the hospital for seven days. It was recommended that the patient call back if they needed further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was exited from the study due to all enrolled manufacturer products being inactivated. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was seen in the office on (B)(6) 2018 with confusion regarding use of their stimulator and it was still uncharged. The physician requested that the patient come back with an attendant and their therapy equipment so that it could be charged. It was noted that the event was possibly related to the device or therapy, unlikely related to the implant procedure, and related to patient usability issue(s) as they had cognitive difficulties with recharging. The outcome of the event was ongoing. It was indicated that the patient was in a clinical study. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was no follow up since the last review, no appointments, and no response to multiple phone calls. The outcome of the event was noted to have been unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.